Manufacturer narrative:
D4 lot number: 2428198.

Event description:
As reported to coloplast, though not verified,torn tubing. The device was explanted and replaced. No other adverse patient effects were reported.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was removed/replaced on (B)(6) 2021 due to torn tubing. Based on examination of the returned product, it was concluded that while in-vivo both all tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the inlet tube at the tube/strain relief junction of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. In addition, material degradation most likely occurred and progressed enough to cause mechanical failure to take place on the reservoir bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. The human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. Polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. A separation of this type could then also allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.